Event description:
During product service by a technician, a flogard infusion pump was found to have presented an f-27 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual and functional testing were performed. The cause of the f-27 alarm was determined to be a damaged safety slide clamp. To correct the condition, the safety slide clamp was replaced and the sensors were cleaned. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.